Manufacturer narrative:
The customer performed maintenance on the analyzer, including changing the electrodes. The customer noted an improvement in control recovery after these actions. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for 15 patient samples tested with ise indirect na for gen.2 on a cobas pro ise system. All initial values were reported outside of the laboratory. The reporter stated that controls run on (B)(6) 2020 were outside of range, so they repeated samples that were run between their last good control run on (B)(6) 2020. Corrected reports were issued for the repeat values. Refer to the attachment for all patient data. The na electrode lot number and expiration date were requested, but not provided.